Event description:
On (B)(6) 2016, the customer site in (B)(6) contacted agfa to move/delete bookmarks in report after information was not being transferred to the his system by oru_outbound interface. A complaint was registered and was determined, that this information did not transfer because it was written after the report end bookmark, and then filtered out by the interface. There have been no reports of injury when using the reporting system at this customer site. This issue is a known issue to agfa. A problem record was created on (B)(6) 2012 to address the issue via (B)(4). In 2014, an important information letter was distributed to global customers with both impax and impax ris to inform them of the issue. Product corrections were issued for both the impax (pacs) product and the impax ris product as addressing this issue required changes to both products. Impax 6.5.5 su1 was released on march 20, 2014 and introduced the new implementation of protected sections in impax reporting. This fix was ported forward to all newer versions of impax. Impax ris 6.0.0 was released on february 07, 2014 and introduced protected sections of the report template. This site is currently running versions below these corrections. Impax pacs 6.5.3 su3 impax ris 5.8.1 hf1 agfa's long term solution has been recommended based on the important information letter distributed in 2014 and we continue to work with the site to find an acceptable workaround until the permanent solution can be applied to their system. The customer needs to plan improvement of the template outlay with existing bookmarks in current versions (site is a multi-site solution where upgrades will take time to plan and implement).